Event description:
General report rec'd of an unspecified number of undocumented incidents of disconnections. The gemstar tubing sets were connected to unspecified epidural catheters and were being used to deliver unspecified pain medications. After unspecified lengths of time in use, it was reported that the gemstar tubing sets disconnected from the epidural catheters. There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
The customer indicated the devices were discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).